Manufacturer narrative:
Exact date unknown, event occurred several months ago.

Event description:
It was reported that the patient was experiencing pain at the right lower leg. The patient stated pain has worsened and that the spinal cord stimulator system is not working. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.